Manufacturer narrative:
Evaluation of the device confirmed an intermittent "ECG comm error." While we cannot say with certainty that these faults caused the reported problem, investigation of the device revealed that the chart recorder cable shorted against the foil shield of the preamp barrier, which is consistent with this failure mode. Welch allyn implemented the addition of insulated tape to the preamp barrier in 2005 to prevent the printer cable from shorting to the foil shield of the preamp barrier. This device was manufactured in november 2002; therefore the tape was not present. Insulated tape was installed. As a preventive measure, all connectors were disconnected, reattached and secured and all integrated circuits in sockets were removed and reseated to assure continuity. The device was tested and performed in accordance with its specifications.

Event description:
During patient transport, the device displayed ECG comm error. This would prevent monitoring a patient's ECG. There was no adverse patient outcome.